Event description:
It was reported that the device had a power on reset message and diagnostic data is missing on remote transmission. The device is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.